Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29 device arrived in good visual condition with all staples present and preformed. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: based on the photographic evidence unformed staples can be confirmed. The belief is that the device was not fired completely. Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? Did any of the staples deploy onto the tissue? What type of procedure was the device used in? The device was used in open colonic cancer radical surgery. As the sales rep was not at the operation site during the procedure, he can not provide detailed information about the tissue situation.

Event description:
It was reported that during an unknown procedure the device was compressed until unable to fire further. All the staples were unformed. Please see the enclosed picture. Changed to another one to complete the procedure. No adverse event on the patient.